Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom of powering on and off without user input and having decompressed pins, which was not reproduced. The reported symptom was confirmed through a review of the event history log by the presence of multiple "pump on, power status: battery, entered sleep mode" messages in succession, as well as "improper shutdown!" Messages caused by depressed battery pins. Replacement of the battery contact pins will be satisfied through replacement of the rear case.

Event description:
It was reported that a spectrum pump powered on and off without user input and had decompressed pins. It was also reported there was no patient injury.